Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received undeployed. The device completed first prime at 37 pulses and was deactivated at 45 pulses. The data presented a rotational sensor error as well as an 0x41 alarm. The device was reset and rerun. The rerun data presented no anomalies. The rotational sensor malfunction resulted in the device completing first prime earlier than expected and caused the alarm that halted the device's operation. Contamination was observed on the commutator cap. It could not be conclusively determined if this contamination caused the rotational sensor error.